Event description:
Reportedly, the instrument was fired and the surgeon claimed no staples were present. The surgeon claimed the instrument damaged the tissue so badly that a diverting colostomy had to be performed. Procedure: colectomy.